Event description:
The customer reported that they were experiencing low suction with their pump in style. They also reported that they had mastitis and that they were treated by their physician.

Manufacturer narrative:
A replacement device was sent to the customer. Contact with the customer has not yet been complete. The original device has not been received. Should additional info or the original device be received resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).